Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the tip-up fenestrated grasper instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted radical cystectomy (with ileal conduit) surgical procedure, the tip-up fenestrated grasper instrument was bent and became unusable. They were forced to break the forceps to remove the trocar, which had become stuck. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the tip of the forceps came off, and there was a delay of less than 25 minutes because a second pair of forceps had to be opened to replace the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip-up fenestrated grasper instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. As result of the dislodged proximal clevis, the instrument has a cracked main tube. Material was found missing. The piece measuring proximately 4.70 mm x 3.50 mm was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.